Event description:
Pt admitted to (B)(6) center on (B)(6) 2014 for right femur fracture with total knee replacement. On (B)(6) 2014, at 15:40, pt was found raised from his wheelchair with a belt around his neck which was attached to the strap from the likorail ceiling lift.